Manufacturer narrative:
(B)(6).

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the left lower extremity. An 8.0x30x135cm express ld stent balloon expandable was selected for use. During the procedure, the patient was placed in the supine position and sterilized. The right femoral artery was punctured under the guidance of color doppler ultrasound, the 5f sheath was placed, and a 4f pigtail catheter was advanced through the sheath. The angiography showed right renal artery stenosis. The length of the lesion segment was measured to be 17 mm, and the vascular diameter of the normal segment was 7.3 mm. It was decided to use a boston scientific (bsc) express ld 8x27 stent, and the guidewire and sheath were exchanged. The bsc fathom guidewire and non-bsc 7f diagnostic catheter were used to perform angiography of the right renal artery. After performing angiography of the renal artery, the non-bsc guidewire was exchanged, the diagnostic catheter was withdrawn, and the express ld stent was directly advanced through the 7f short sheath. When the stent crossed the opening of the right renal artery, the stent became stuck. The stent was then withdrawn, the balloon was withdrawn, and the stent remained stuck at the opening of the renal artery. The stent was removed with the grabber along the non-bsc guidewire. The stent was deformed and damaged. There was no suitable material to continue the procedure. There were no patient complications as a result of this event.

Event description:
It was reported that the procedure was cancelled.the target lesion was located in the left lower extremity. An 8.0x30x135cm express ld stent balloon expandable was selected for use. During the procedure, the patient was placed in the supine position and sterilized. The right femoral artery was punctured under the guidance of color doppler ultrasound, the 5f sheath was placed, and a 4f pigtail catheter was advanced through the sheath. The angiography showed right renal artery stenosis. The length of the lesion segment was measured to be 17 mm, and the vascular diameter of the normal segment was 7.3 mm. It was decided to use a boston scientific (bsc) express ld 8x27 stent, and the guidewire and sheath were exchanged. The bsc fathom guidewire and non-bsc 7f diagnostic catheter were used to perform angiography of the right renal artery. After performing angiography of the renal artery, the non-bsc guidewire was exchanged, the diagnostic catheter was withdrawn, and the express ld stent was directly advanced through the 7f short sheath. When the stent crossed the opening of the right renal artery, the stent became stuck. The stent was then withdrawn, the balloon was withdrawn, and the stent remained stuck at the opening of the renal artery. The stent was removed with the grabber along the non-bsc guidewire. The stent was deformed and damaged. There was no suitable material to continue the procedure. There were no patient complications as a result of this event.it was further reported that the anatomical structure was not considered complex. The target lesion was 80% stenosed, mildly calcified and mildly tortuous. The largest stent size available for the renal artery was 7x19 mm. However, CT imaging showed the lesion segment length to be 17 mm, with the normal vessel diameter measuring 7.3 mm. Given these measurements, the express sd 7x19 mm stent was deemed undersized for the vessel anatomy. As a result, the express ld 8x27 mm stent was used instead to ensure appropriate sizing and coverage.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional informatione1 - initial reporter facility name: (B)(6). Investigation results:device evaluated by MFR: the express ld device was returned to our post market quality assurance laboratory. A visual examination found the stent to have been separated from the balloon catheter. The displaced stent was found to be damaged along its entire length. The indicated introducer sheath/guide sheath size for this device as per specification is a 6fr. The customer's sheath was not returned for analysis. During analysis the investigator was unable to carry out a sheath insertion test due to stent damage and displacement. A visual examination identified that the balloon had not been inflated. No issues were noted with the balloon material, and the stent crimp marks could be clearly seen. A visual examination identified no issues with the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. This concludes the product analysis.device history record:it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.labeling review:review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.risk review:a risk review performed for the express ld device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product.investigation conclusion:based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient anatomy.